Event description:
It was reported that the patients ¿cords were wacky¿, the leads had moved, and they were going to have to do surgery to fix it. This event occurred (B)(6) 2015. The patient had pain on the left side in the kidney region, which was a gradual onset. It was not constant, sometimes it came and went. The pain was sometimes on the front side and sometimes on the back side and that was right there in that area. The patient thought that one of the migrated leads was causing that pain. The pain occurred in (B)(6) 2015. The patient did not know if their stimulation was turned off or on, but it was supposed to be off. The patient checked with their programmer and verified that stimulation was off and at 0.0 volts. The patient was looking to get in touch with a manufacturer representative (rep). The patient met with a rep a week and a half prior to the report who was fiddling with their device. Information regarding if the patient still had concerns with their device or therapy has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2014, product type lead. (B)(4).